Event description:
The international customer reported the ventilator could not boot up via ac power. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service provider confirmed the reported problem. During evaluation, the service provider reported the unit would boot up on battery power, and the mains power led was not lit. The service provider replaced the power supply to address the reported problem. Final testing was performed and the unit was reported fully functional.